Manufacturer narrative:
Other relevant device(s) are: product ID: 9736119r. The manufacturer representative cleaned off hard-drive, uninstall/reinstall of software but could not replicate the issue. The site declines replacement of computer, has decided instead that they will upgrade the system. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system that was used outside of procedure. It was reported that the system has been unresponsive and after rebooting will progress through the software slowly. No patient present. On 2020-feb-12 the manufacturer representative reported that he could not recreate problem. The site reported that the issue happens whenever the site have a day with multiple cases and the system is left running for awhile. The system freezes on them and sometimes they have to reboot multiple times. It was suspected that the computer is going out. The hard drive was cleaned out and the previous versions were uninstalled.